Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and one leak was detected on the membrane approximately 1.3cm from the rear seal measuring 0.025cm in length. The optical fiber was also found to be broken at the leak location. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was noticed in the helium extension tube. It was noted that the console did not generate an alarm when blood was observed in the tubing. Patient therapy was stopped, the iab was replaced, and therapy was resumed without issue. There was no patient harm or injury and no adverse event was reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was noticed in the helium extension tube. It was noted that the console did not generate an alarm when blood was observed in the tubing. Patient therapy was stopped, the iab was replaced, and therapy was resumed without issue. There was no patient harm or injury and no adverse event was reported.